Event description:
It was reported that stored electrograms showed noise on the atrial lead in the bipolar sensing configuration. Bipolar lead impedance was 264 ohms. The noise could not be repro- duced clinically with isometrics or pocket manipulation. Monitoring will continue.